Event description:
It was reported that, "in the process of opening prox cone body (B)(4), surg. Tech disposed of locking bolt. A new body was opened for the bolt. When attempting to tighten, I informed the surgeon that bolt would be too long. Head of bolt had been seated to level of cone body. Surgeon was then informed bolt should be proud if too long and that body may not be fully seated. Bolt attempted to be removed, but it spun without tightening or backing out. I again informed surgeon that bolt was not appropriate length and should be removed. Removal was attempted, but surgeon felt prosthesis was well fixed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2010-00838.